Event description:
The physician reported to gore an occlusion with the use of a gore hybrid vascular graft used in a lower limb case. The gore hybrid vascular graft was explanted same day as implant. According to the physician, the gore hybrid vascular graft did not cause or contribute to the event, and the pt was at risk for critical limb ischemia (cli).

Manufacturer narrative:
Imaging provided does not allow for evaluation in relationship to this event.